Manufacturer narrative:
(B)(4). 3004753838-2023-012574 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced a skin reaction with itching and blisters under the sensor pod area only, which occurred 2 days after the sensor had been inserted in the abdomen. The reaction was treated with an unspecified prescription oral medication 1 day after the event. No photos were received by dexcom for evaluation. No additional patient or event information is available.